Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the bearings may have fallen out of the short attachment device. According to the report, the event was noticed by a sterile processing staff. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device was missing the bearing stack screw, the bearings and spacers. It was determined that this issue was consistent with degradation of loctite thread locker adhesion to the threaded mating inner locking mechanism components from normal use over time causing the bearing stack screw to loosen and fall out along with the spacers and bearings. Therefore, the reported condition was confirmed.the assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.